Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2004: the pt was implanted with a bard composix mesh and a bard ventralex hernia patch during a ventral hernia repair. On (B)(6) 2011: the pt was implanted with a bard ventrio hernia patch during a spigelian hernia repair. The attorney's report alleges defective mesh, permanent injury, physical deformity, pain and suffering.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00017 for information related to the composix mesh implanted on (B)(6) 2004. See MDR 1213643-2014-00015 for information related to the ventiro mesh implanted on (B)(6) 2011.